Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using the trusteel infusion set supplies for 7-10 days and not doing the air removal step for cartridge. Tandem clinical support educated the customer to follow the proper air removal steps and that the trusteel infusion set is approved for 2 days with novolog insulin. Customer changed cartridge only and resumed insulin to address the issue. Reportedly, multiple attempts were made by tandem technical support to gather additional information; however, no response was received. There was no adverse impact to customer¿s blood glucose level.